Event description:
New information received stated the patient was seen on july 2nd, 2019 to evaluate the lead anomaly. Isometric testing was performed by having the patient put his arm across his chest and hand pressed. The noise was reproducible via isometric testing. The patient was scheduled for a lead revision procedure.

Event description:
New information received stated that on july 24th, 2019, the right ventricular lead was capped and replaced.

Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of ventricular fibrillation. Upon examination of the episode, it was discovered that the right ventricular lead exhibited noise. The pulse generator algorithm was programmed to accommodate the lead noise but it was recommended that the lead be revised. It was also noted that the patient received inappropriate high voltage therapy as a result of the anomaly. The patient was scheduled for a lead revision.